Event description:
International customer reported that a patient underwent a repair of a media/lateral hip fracture. The patient presented with a local lateral wound breakdown with keloids. The patient was returned to surgery for repair. There was no evidence of any wound infection and no wound complications since the repair. The patient is otherwise now recovering well.

Manufacturer narrative:
Date sent to the FDA: 05/08/2009. Wound dehiscence occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.